Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges online repair request. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, pcba with humidity and burnt does not turn on, damaged pca, scratched screen, contamination in the unit. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.